Event description:
Patient was revised to address poly wear and osteolysis (right side).

Manufacturer narrative:
Examination of the returned liner confirms wear of the poly material. There is nothing that appears excessive or unusual regarding the wear found. It is not to be unreasonable to expect poly material wear after approximately 10 years of implantation. Review of the device history records did not reveal any related manufacturing deviations or anomalies. The investigation could not verify or identify any evidence of product error with regard to the reported event. Based on the investigation, the need for corrective action is not indicated.